Event description:
The facility reported a colleague infusion pump in which the channel select key needed to be pressed very hard in order to function. This was identified during biomedical testing. Additional information received on 4/29/09 reveals that this key had become intermittently functional. No patient injury or medical intervention was associated with this report. No additional information is available.

Manufacturer narrative:
This device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.